Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was received with minor scratched display window, cracked case at display window corner and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 97 mg/dl. The customer mentioned crack on display. The drive support appeared to be normal. The insulin pump will be returned for analysis.